Event description:
Initial tnt stat result of 0.269 ng/ml. Rerun of same sample, result was <0.01 ng/ml. No information provided to determine if results were used to guide therapy. The field service representative determined the sipper probe was worn. The instrument was repaired. The field service representative performed performance check tests which were within specification.